Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The customer reported that the patient had a distal radius plate was implanted and during a clinic review, it was noted that one of the screws from the distal radius plate had become loose. The customer further reported that this hasn¿t caused an adverse event and it is planned that the patient will be seen again in three 3 weeks in clinic.